Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage test and pressure test were performed, and the tests did not fail. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector came apart below the stopcock and IV connector. This was observed during use. This was used in conjunction with purple lumen. There was no report of patient injury or medical intervention associated with this event. No additional information is available.